Manufacturer narrative:
510k (g3) is not provided within this report as this product (model a-tcse-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, damage was noted to the tip of the catheter. The electrocardiogram displayed interference and the pressure display was unstable while ablating on the anterior wall of the left pulmonary vein. The pressure numbers went back and forth between displaying and disappearing. The catheter was removed from the patient, and the catheter tip was noted to be damaged between electrode's 2 and 3. The catheter was replaced, and the procedure was successfully completed with no adverse consequences to the patient.

Event description:
When it was removed from the body, no opening in the insulation layer was seen. The 2-3 electrodes were bent, but the tip was intact.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 1 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.